Event description:
The ortho-clinical diagnostics model 120 incubator power cord outer covering became cracked and frayed. The power cord is hard wired into the incubator. No death or serious injury was associated with this incident.